Event description:
The customer alleged that the unit was leaking fluid. There were no injuries reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other: capital equipment, evaluated at customer site. The fse replaced the reservoir for a crack around the heater. The fse ran wash/disinfect test cycle. The fse stated that the crack would let cidex leak out of the reservoir. However, the fse could not confirm what was leaking out of the aer since the reservoir was empty upon his arrival.